Event description:
It was reported that the pt died in (B)(6) 2011 and the catheter was placed in (B)(6) 2010. Pt was treated with dialysis 2x /week for approx one (1) year. Pt death occurred at home and pt was buried within a day, due to religious beliefs. Pt body was not taken to the hospital. No investigation was conducted. Hospital medical staff did not exhume the body or the device. The device was reportedly discarded by the family after the pt body was found. No autopsy was performed. Cause of death could not be confirmed. The family reported that the dialysis catheter was out of the pt's body when the pt was found. Rn confirmed that in (B)(6) 2011, she noted that the position of the catheter had changed slightly. A doctor was informed of the change in position, but was not concerned about the position and did not perform an intervention. At that time, there were no longer sutures to hold the catheter in place. No sutures were placed due to pt request (fear of pain from the procedure). The rn confirmed that the clamps on the device were working correctly and were intact at the pt's last visit.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded by the family after pt's death. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complaint.